Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported adhesive not separating from the cleo 90 6mm 23" infusion set while attempting insertion. Patients' blood glucose was checked and reported at 209mg/dl. Patient corrected level with a pump bolus of humalog. Unknown patient's condition at this time.